Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary: it was reported that while injecting local anesthesia into a patient's skin, some needles were completely blocked, some minimally allowed flow and some sprayed when the syringe plunger was pushed. To aid in the investigation, one hundred fifty-six samples in their sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Thirty-two random samples were selected and connected to a syringe with saline solution. Each sample expelled the solution with normal flow. Based on the investigation with the representative sample analysis the symptom reported by the customer could not be confirmed. This defect can occur when passing the needle through the stopper vial partially clogging the needle with the stopper vial material. A device history record review was completed for provided material number 305128, lot number 0051118. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with the representative sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. It could be possible that while passing the needle through the stopper vial/ cartridge the needle got partially clogged with the stopper material. During the manufacturing process a vision system is inspecting 100% all the products for clogged needles.

Event description:
It was reported that bd precisionglide¿ needle 30g x 1 experienced a case of leakage, and a case of having a clogged/blocked needle. The following information was provided by the initial reporter: material no: 305128, batch no: 0051118. While injecting local anesthesia into a patient's skin, some needles were completely blocked, some minimally allowed flow and some sprayed when the syringe plunger was pushed. Any injuries and/or harm? No.